Event description:
Follow up revealed that the patient underwent surgical intervention to have their ipg replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced difficulty with charging. As a result, surgical intervention is pending to relocate the ipg.